Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system expanded indications instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us. The product listed and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that the procedure was treating a mildly tortuous, mildly calcified, 89% stenosed, de novo lesion in the mid left anterior descending coronary artery. After predilatation, the 2.25x18mm xience pro stent was deployed at 12 atmospheres. During post-dilatation, a dissection was noticed and was treated with another xience pro stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.